Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30 2025. This report summarizes 6 events for the failure: overheating of device. - 3 events had problem identified before clinical use/exposure; there was no patient involvement. - 3 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99245. Supplemental rationale corrected data: b5, h1, h6, h11. 7 events were previously reported during the reporting period: however, - 1 previously reported event in this report should have been included under MFR report # 3015967359-2025-99538. - 6 previously reported events are included in this follow-up record. Product return status: 6 devices were evaluated based on historical data analysis. Evaluation findings (results/components). 6 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. Product disposition: 6 devices: product not received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 7 events were reported for this quarter. Product return status: 7 devices had investigation types that have not yet been determined. Additional information: 7 devices were not reprocessed or reused.

Event description:
This report summarizes 7 events for the failure: overheating of device. 3 events had problem identified before clinical use/exposure; there was no patient involvement. 3 events had no health consequences or impact. 1 event had insufficient information.